Event description:
A (B)(6) male pt had a filter placed in (B)(6) 2009. He was admitted on (B)(6) 2011 with finding of ivc filter strut erosion into duodenum and abutting aorta, and into psoas muscle. Egd confirmed the strut was in the duodenum. The pt was taken to operating room on (B)(6) 2011 for removal and repair of duodenal perforation.

Manufacturer narrative:
Exact date unk - according to reporter, the filter was placed in (B)(6) 2009. Pt admitted (B)(6) 2011. Typo error ((B)(6) 2011) is to be confirmed and replaced with correct date. Cat # - unk as info is not provided by reporter. Lot# - unk as info is not provided by reporter. Date of exp - unk as lot # is not provided by reporter. Exact date unk - according to reporter, the filter was placed in (B)(6) 2009. (B)(4). Investigation is in progress.